Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Post dilation of an sapien 3 ultra valve resulting in wide open aortic insufficiency (ai) - central leak. As reported by an edwards field clinical specialist, during a tavr valve in valve (viv) procedure, a 20mm sapien 3 ultra valve was implanted in an existing surgical. Post sapien 3 ultra valve deployment, the gradient measured 18mmhg. The team determined it should be lower and the decision was made to 'crack the surgical valve.' A non-edwards balloon catheter was used to post dilate the valves to 10atm. The sapien 3 ultra valve expanded, however, the surgical valve did not crack, just stretched. Following post dilation, wide open ai was observed. Since the patient was tolerating the procedure, a second 20mm sapien 3 ultra valve was prepared and deployed in the initial sapien 3 ultra valve. Post deployment of the second valve, no paravalvular leak (pvl) or ai were observed. The patient was stable throughout the procedure. All valves remain implanted in the patient.

Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for review. Device history record (DHR) review was performed for the components most relevant to the reported event and did not reveal any manufacturing non-conformances that could have contributed to the reported event. A lot history review was not performed. Per the instructions for use (IFU), central regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post-dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflet and cause central insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness, and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (post dilation of the valve) likely caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.